Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was placed successfully. While completing the final arm angle (efaa) testing the clip continuously opened approximately 5 degrees. The clip was implanted successfully. A second triclip xtw was attempted to be placed, however during grasping the clip was unable to grasp and capture the leaflets adequately as the septal leaflet would detach from the clip. Troubleshooting and multiple grasping attempts were made unsuccessfully. During this process the lateral leaflet was damaged and the tr increased back to the original grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (unable to grasp and unable to capture) appears to be related to challenging anatomy (multiple scallops across the valve) and difficulties visualizing the clip. The reported image resolution poor was due device and patient's anatomy. The reported tissue injury was due to multiple grasping attempts. The reported tricuspid valve regurgitation (tr) is a cascading event of the tissue injury. The reported patient effects of tissue injury and tricuspid valve regurgitation are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (unable to grasp and unable to capture) appears to be related to challenging anatomy (multiple scallops across the valve) and difficulties visualizing the clip. The reported image resolution poor was due device and patient's anatomy. The reported tissue injury was due to multiple grasping attempts. The reported mitral regurgitation (mr) is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances.

Event description:
N/a